Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of omnispan as the fastening device, the surgeon over penetrated during insertion, causing the silicone retention tubing to come off of the inserter needle and into the patient's joint space. The surgeon was not able to retrieve the silicone tubing. The procedure was concluded successfully without further issue or harm to the patient.